Event description:
Consumer complaint of "lo" blood results. Last result in memory: "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation indicated e-44 error. Root cause of malfunction was a defective micro controller "u-4".